Event description:
Pdc received a call on (B)(4) 2013 reporting a medical intervention that occurred on (B)(6) 2013 at 8:30pm. Patient's wife called stating that the prodigy glucose meter was displaying unstable readings (5 mg/dl, 138 mg/dl, 171 mg/dl, 7 mg/dl). She also stated that the reading on the prodigy meter at the time of the event was 513mg/dl. An additional test performed read 171 mg/dl. Patient had symptoms of sweating, confusion and shaking. Before going to the hospital, patient was consuming hamburger, peas, oranges, sugar by mouth and drinking orange juice. Patient was transported to e.r. By his wife. Patient's glucose level at e.r. Was 46 mg/dl. Twenty minutes had elapsed between departure and arrival time at e.r. Caller stated that patient was given glucose IV at e.r. No record given as to glucose level at time of departure from e.r. Total stay at hospital was 3.5 hrs. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
Notification: due to prodigy account inadvertently not being migrated from https://esgtest.FDA.gov to https://esg.FDA.gov, this report was previously submitted to MDR test environment. This is a re-submission through https://esg.FDA.gov production webtrader.

Event description:
This s a supplemental report to close out MDR report# 3008789114-2013-00143; supplier (B)(4) checked the returned meter and found the following: the current test is 1.2ua<55ua. Pass. The working voltage test is 400.5mv(400+-3mv). Pass. Meter's setting, audio and all buttons were ok. Tested the returned meter and strip with in house control solution. All results were within the acceptance range. Reference MFR report# 3005862821-2013-00045.